Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Pacing impedance measurements were noted to be within normal limits at 540 ohms in unipolar configuration. An elective procedure was then performed to replace the associated pacemaker 7 days later. The physician opted to leave this lead in-situ and connected the lead to the replacement pacemaker. It was noted that the patient was in chronic atrial fibrillation (af), so the pacemaker was programmed to vvir. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.